Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7232cx implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that has leads that are 'defective'. Follow up was attempted and no further information regarding this event could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.